Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. In turn, surgical intervention took place wherein the leads were explanted. During the procedure, the physician had difficulty in replacing one of the leads. As such, one lead was implanted, and effective therapy was restored.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of lead a found all internal wires broken. The root cause and when the fractures occurred is unknown, as the leads outer tubing was breached where the fractures were, and there was also a cam impression observed, that is consistent with the use of a swift-lock anchor, at the same site. The breach itself is consistent with having happened during explant procedure.